Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an unknown reason. The rv lead was capped, and the crt-d was explanted. This crt-d has been returned for analysis and there were no additional adverse patient effects reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an unknown reason. The rv lead was capped, and the crt-d was explanted. This crt-d has been returned for analysis and there were no additional adverse patient effects reported.